Event description:
The reporter stated, the surgeon inserted an aq2003v silicone three piece lens and noted, once the lens was in the eye, that one haptic was torn off. The lens was removed with no pt injury.